Manufacturer narrative:
Siemens healthcare diagnostics is investigating the cause of the discordant advia centaur xp ca19-9 results. The IFU states in the interpretation of results section: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings."

Event description:
A false low advia centaur xp ca 19-9 result was obtained for a patient sample with lot 425 . The discordant result was discovered during a crossover study to a new ca19-9 lot 422 . The initial result was reported to the physician and was not questioned. The patient sample was tested during the crossover study on both lots and the values were >700. A 1:10 dilution was performed and sample was tested with both lots. The results were higher. A corrected report was issued. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant ca 19-9 results.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2018-00215 on august 31, 2018. On 09/20/2018 additional information: a siemens field service engineer (fse) was sent to the customer site. The fse inspected and tested all assays and associated components. The fse performed the preventive maintenance protocol. All the diagnostics and checks passed successfully. The fse: ran darkcounts. All successful within cv and sd protocol. Ran backgrounds. All acceptable. Dry run did have 4 replicates on low side but within specification. The fse performed all quality control with acceptable results. The customer stated that no further (B)(4) issues occurred post fse service call. The customer is now satisfied with (B)(4) assay performance. There is no available sample to be sent in as the original sample was repeated and the correct value was obtained. The customer indicated this was an isolated sample therefore we would not suspect any instrument involvement. Repeat testing results with original lot and new lot were accurate, diluted consistently, therefore a reagent lot to lot issue is not suspected. Although the customer indicated that sample was in good quality, the initial low result is most likely affiliated with preanalytical conditions of the sample. The instrument is performing within specifications. No further evaluation of the device is required.